Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy device (crt-d) exhibited early battery depletion caused by high thresholds on the right ventricular (rv) lead. The device was explanted and replaced, while the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.